Event description:
Information was received that the high impedance was seen when the old generator was removed and the new generator was connected to the existing leads. After this was seen, the lead was disconnected from the new generator and then the connecting pins of the lead were wiped and reinserted into the generator and diagnostics were performed. This was repeated several times however the impedance stayed high. The impedance was reported to be within normal limits sometime prior to explant surgery. The physician's assessment as to the believed cause of the high impedance was an existing lead fracture. No additional relevant information has been received to date.

Event description:
It was reported that a patient was referred for generator replacement but then the lead was also replaced due to issues found in surgery. Further information was received that the patient's device was replaced due to high impedance seen after replacement of their generator. The patient's explanted devices have not been received to date. No additional relevant information has been received to date.